Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker's pace, sense and telemetry operations were found to be normal based upon a series of diagnostic tests. It was also noted that the device exceeded the minimum predicted longevity. Analysis of the memory found that the device was operating near the upper threshold of the calculated hybrid bin current, such that minimal changes to pacing rate resulted in the hybrid calculated bin current increasing, which resulted in the unexpected elective replacement time declaration. It has been concluded that the possible slight pacing rate changes changed the longevity calculation of the device from one hybrid bin to the next, resulting in the device declaring elective replacement time soon after the follow up session which indicated a longevity remaining of one and a half years remaining.

Event description:
Boston scientific crm received information that during a follow-up visit, the initial battery status for the device displayed a half year remaining. At end of the interrogation it said one and a half years remaining. Technical services discussed current bins for charge times and at the time it was suspected that the device was between two different bins. The patient was seen four months later, where it was noted that the elective replacement time had been reached one month prior. No outputs or parameters have been changed over the last year and all lead measurements remain stable. There is concern over premature battery depletion. A device change out procedure will be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary. The device was explanted. However, it has not been returned for analysis. If additional information should become available to our company, this event would be updated as necessary.